Event description:
Event: fem-fem bypass. Event narrative: the pt was reported to have a tortuous left iliac and ectatic attachment site. Final angio showed a type one endoleak in the left limb. During an attempt to place a wall graft, the limb was pushed cephalad into the aneurysm sac. A retroperitoneal cut down was made to access the limb and a fem-fem bypass operation was performed.